Event description:
It was reported that distal tip detachment occurred. The target lesion was located in a lower extremity vessel. A 300cm straight tip v-14 short taper control guide wire was used in a subintimal angioplasty procedure. However, it was noted that 2cm tip of the wire was detached and stuck in a calcified wall of the distal posterior tibial artery below the ankle. No attempts were made to retrieve the detached fragment as it was not affecting the blood flow. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the unit was returned in a generic plastic bag. The device was received broken, as part of overall visual revision. The device had the polymer tip detached; the damaged section was located approximately at 298.5 cm from the proximal end. The detached section of the device was not returned. Besides, the distal tip was kinked. No more damages were found in the device. The outer diameter of distal tip, middle of the device, and the proximal section are within specifications. The overall length inspection could not be performed due to device condition (polymer tip detached).

Event description:
It was reported that distal tip detachment occurred. The target lesion was located in a lower extremity vessel. A 300cm straight tip v-14 short taper control guide wire was used in a subintimal angioplasty procedure. However, it was noted that 2cm tip of the wire was detached and stuck in a calcified wall of the distal posterior tibial artery below the ankle. No attempts were made to retrieve the detached fragment as it was not affecting the blood flow. No further patient complications were reported and the patient's status was stable.